Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 30mm in length target lesion was located in the mildly tortuous, moderately calcified and 3mm in diameter left anterior descending artery. A 3.00x20mm promus element¿ stent was advanced to treat the target lesion; however, it was noted that the stent strut was lifted up. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus element,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified tip damage; the tip appeared damaged at the edge and in the centre of the tip. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 30mm in length target lesion was located in the mildly tortuous, moderately calcified and 3mm in diameter left anterior descending artery. A 3.00x20mm promus element¿ stent was advanced to treat the target lesion; however, it was noted that the stent strut was lifted up. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.